Event description:
It was reported that, "doctor removed a disassociated bipolar prosthesis and replaced in a 54 tritanium cup and 36mm liner and 36mm head. The hospital would not give any patient info stating hippa violation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.